Event description:
The customer stated that one patient was presented to the emergency with chest pain. A sample from this patient generated a positive result for the architect troponin assay using architect analyzer serial number (B)(4). The architect result was discrepant compared to a negative result of 0.0 generated with a different method. The patient was transferred to another facility where a sample was tested positive on the architect and negative with the other method. The customer is using cut-off result of 0.4 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 15752un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Based on the evaluation results, a malfunction was not identified since the issue involves a discreet patient sample and positive results were also obtained at another facility utilizing the architect methodology indicating a sample specific issue. Additionally, the limitations of the procedure and expected values sections of the architect stat troponin I package insert provide conditions that may cause elevated troponin-I results.